Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, we confirmed that the angle wire play, the ccd driver pcb malfunction, the r/l knob loosened, the r/l lock knob improper adjustment, and the bending rubber bubbling; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.